Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test was performed and found fluid exiting a tear on the unexposed portion of the soft cannula. This resulted in fluid diverting out of the fluid path, contributing to the corrosion on the batteries and a failure to deliver the intended amount of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.